Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown

Event description:
It was reported a revision surgery was performed to replace a poly.